Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter prongs extended outside vein wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and seven months later, a computed tomography of abdomen was performed for abdominal pain. The study showed that inferior vena cava filter was noted in the caudal portion of the inferior vena cava just above the confluence of the common iliac veins. The prongs of the filter extend into the pericaval fat beyond the wall of the inferior vena cava. There was significant narrowing of the caudal most aspect of the inferior vena cava with hypoattenuation seen within the lumen consistent with thrombus. After eleven months, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that normal sized inferior vena cava with a filter in the proximal inferior vena cava. The external iliac veins and the proximal portion of the inferior vena cava are thrombosed. After one year and seven months, a computed tomogram of abdomen and pelvis was performed for intractable mid abdominal pain. The study showed that infra renal inferior vena cava filter was in position with stenosis of the inferior vena cava at the level of the filter and obstruction of the inferior vena cava at that level with reconstitution just above the filter. Collateral veins in the lateral abdominal walls are seen as a result of inferior vena cava obstruction. After eight months, patient presented to the emergency department with the complaints of chronic abdominal pain. On the next day, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted with probable occlusion of inferior vena cava below the level of filter. After one month and three weeks, a computed tomogram of abdomen and pelvis was performed for inferior vena cava thrombosis. The study showed that there was a complete occlusion of the inferior vena cava below the kidneys bilaterally at the level of an inferior vena cava filter. Below the filter there was a small fibrous thread remaining of the inferior vena cava and very small common iliac veins visible. The struts of the inferior vena cava filter are apparently outside the fibrosed inferior vena cava. After six days, patient referred from emergency department to vascular surgery for thrombosis of inferior vena cava filter. Patient complaints of abdominal pain at midline. Patient was recommended pain medications. Therefore, the investigation is confirmed for the alleged filer occlusion and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 08/2009),g2,g3,h6(device), h11: h6(method, result), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter prongs extended outside vein wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.